Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized on (B)(6) 2020 due to low blood glucose. The customer alleged the insulin pump was over-delivering the insulin. The blood glucose at the time of the hospitalization was 2.1 mmol/l and the current blood glucose was 4.2 mmol/l. The customer went into a diabetic coma. The low blood glucose was treated with glucagon injections delivered by paramedics, but hospital unable to insert an intravenous drip as could not locate a vein. The reservoir will not be returned for analysis.